Event description:
It was reported that during the implant procedure, the new device was opened and attempted to be implanted. When the right ventricular (rv) lead was inserted into the rv is-1 port and the set screw was attempted to be properly tightened down onto terminal pin. Lead impedance was measured and high impedance was recorded. When checking the rv lead, it was noted that the terminal pin was not secured properly and the wrench was reinserted into rv port to try and back off the set screw so that the rv terminal pin could be reinserted and secured into the port. At that point the set screw was frozen and all attempts to back off or advance the set screw were unsuccessful. A new device was opened and the procedure was completed without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a set screw with a rounded socket. (B)(4).